Event description:
The manufacturer received information alleging a ventilator's set pressure delivery was not adequate. There was no harm or injury reported. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's set pressure delivery was not adequate. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator's set pressure delivery was not adequate. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Device had a scratched screen. Buttons are worn. Cracked by sd door. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation.